Event description:
Surgeon reported that suture frayed during an abdominal aortic aneurysm closure. Suture fray appeared to begin at the site of the sewage and continued for a distance down the suture. Surgeon stated that it appeared like 5% of the suture frayed from the point. Surgeon obtained a replacement suture and completed the closure. There are no reported adverse pt consequences related to this event.